Manufacturer narrative:
Batch review performed on 16 july 2024. Lot 2112914: (B)(4) items manufactured and released on 06-dec-2021. Expiration date: 2026-nov-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. 1.5 years after primary tka the patient is found to be hypersensitive to nickel and a new implant, with lower ion release properties, is used to replace the former one. This revision was not dictated by a defective device. Additional implant revised batch review performed on 16 july 2024 on gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 2210377 lot 2210377: 24 items manufactured and released on 13-sep-2022. Expiration date: 2027-aug-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to nickel allergy about 1 year and 8 months after the primary surgery. Hinge system sensitin implanted.